Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tube was broken. No details were provided for this patient. The customer does not have the details of this event.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition. However, a request for further investigation and corrective and preventative actions was sent to the supplier to address the reported condition. This complaint will be used for tracking and trending purposes.